Manufacturer narrative:
Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Pump rewinds properly during testing. However, pump received with a high sleep current measurement, problem isolated to the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed stuck button alarm. Customer¿s blood glucose was 6.4 mmol/l at the time of incident. Customer stated that the insulin pump was unable to complete the rewind process. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.